Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user was hospitalized on (B)(6) 2017 with a blood glucose (bg) level of 900 mg/dl and diabetic ketoacidosis. The user experienced nausea, vomiting, and was dehydrated. Reportedly, the user experienced difficulty snapping multiple cartridges onto the pump. Additionally. It was reported that the cartridge was reused and refilled twice. The user addressed bg level with a bolus. However, the user was treated with insulin drip while hospitalized. The contact felt that the basal rate and correction was low and that the contact would discuss the setting with the healthcare provider. A follow up with a clinical diabetes specialist on (B)(6) 2017 confirmed that the user was discharged from the hospital.